Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to normal eol, failure to capture was observed on the right ventricular lead. The lead tested correctly with the old device; but when it was measured trough the pacemaker system analyzer, low below range, pacing lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient was in stable condition following the procedure.